Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (tts). Reportedly, the customer is removing cartridge air with an empty syringe. Tandem clinical support informed customer that removing cartridge air with an empty syringe, is off label per the user guide. Customer resumed insulin therapy on the pump and has manual back up insulin therapy if needed. There was no reported adverse impact.